Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (vicryl suture) involved caused and/or contributed to the post-operative complications and patient death described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl suture) used in this procedure? Patient demographics. Citation: j am coll surg (2008); 206:1137¿1144. Doi: 10.1016/j.jamcollsurg.2008.01.011. (B)(4).

Event description:
It was reported via journal article "title: impact of technological advances on complications of revisional bariatric operations". Authors: robert e brolin, md, facs, ronald p cody, edd. Citation: j am coll surg (2008); 206:1137¿1144. Doi: 10.1016/j.jamcollsurg.2008.01.011. The goal of this article was to determine the impact of cumulative experience in conjunction with changes in both operative techniques and instrumentation on the outcomes of the procedures. Between june 1983 and august 2005, 215 patients had revisional bariatric operations. The outcomes of these consecutive revisional bariatric were assessed before and after routine use of 6-row endostaplers and harmonic scalpel (ethicon), which began in 2001. Primary operations for these 215 patients who underwent revisions were: 26 patients (3 male and 23 female; age: 49 ± 10 years) underwent jejunoileal bypass; 39 patients (7 male and 32 female; age: 45 ± 8 years) underwent horizontal stapled gastroplasty (gp); 28 patients (5 male and 23 female; age: 43 ± 8 years) underwent vertical banded gastroplasty (vbg); 15 patients (2 male and 13 female; age: 42 ± 10) underwent gastric band; 95 patients (20 male and 75 female; age: 44 ± 5) underwent roux-en-y gastric bypass (rygb); and 12 female patients (age: 45 ± 12) underwent loop gastric bypass. From 1983 to 2000, 139 patients (ta stapler group) used ta staplers for transection of the stomach and between 1991 and 2001, 2/0 vicryl suture (ethicon) was used to oversewn the transected staple line. From 2001 to 2005, 76 patients (endostapler group) used an endostapler and harmonic scalpel (ethicon) for stomach transection and in cases in which tissue quality was questionable, gastric staple lines were oversewn with 2-0 vicryl suture (ethicon). Reported complications in the ta stapler group included gastrointestinal leak (n-?), left upper quadrant abscess with associated fistula (n-?), erosion of retention sutures into the bowel with associated fistula (n-?), perigastrostomy tube leak with associated fistula (n-?), stomal stenosis (n-?) In which 1 patient had an extended hospital stay, acute gastric dilatation (n-?) That was treated by percutaneous gastrostomy, and ischemic necrosis of the gastric pouch (n-?). Death due to sepsis resulting from the ischemic necrosis of the gastric pouch (n-?) Reported complications in the endostapler group included gastrointestinal leak (n-2), left upper quadrant abscess with associated fistula (n-?), perigastrostomy tube leak with associated fistula (n-?), and erosion of retention sutures into the bowel with associated fistula (n-?). Incorporating the endostaplers and harmonic scalpel into open revisional operations significantly reduced postoperative complications. The results also suggest that surgeons perform their initial revisions on their own patients rather than on patients who had primary procedures elsewhere. Patients presenting as candidates for a second revision should be cautiously evaluated, anticipating a high morbidity rate.